Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon could not turn or move the sureform 60 stapler jaw and did not have any control over its movement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive received the sureform 60 stapler instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.